Event description:
She tested at 350mg/dl on the device and an unknown amount of time later tested at 50/mg/dl and 60mg/dl at urgent care. No treatment reported. Another time, caller states she tested at 200mg/dl on the device and tested at 89mg/dl on urgent care device. Tests were reported to be back to back. No treatment reported. No quality controls were used. Requested return of suspect device and replacement was sent.